Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open whipple procedure, the surgeon articulated the device in one direction, but it would not articulate in the other direction, so the reload was at a 45 degree angle and could not be removed. The manual retraction tool had to be used to de-articulate the reload for removal. The reload was loaded onto the handle without incident and it appeared to be working fine. The surgeon moved the toggle to articulate the reload for positioning and it didn't move (from the straight position). The surgeon pushed the toggle in the opposite direction to test and the reload articulated the full 45 degrees. The surgeon pressed the toggle towards the original direction and it again would not move the reload, so the reload was stuck in a 45 degree angle. At that point the surgeon got a new handle and completed the procedure. The faulty device was never applied to the tissue. No patient injury. When the sales rep got to the handle that was malfunctioning, the reload was still in place at a 45 degree angle and would not articulate when the sales rep pushed the toggle and/or when the sales rep tried resetting it by putting in a new battery. The manual retraction tool had to be used to de-articulate the reload for removal. The sales rep loaded a new reload onto the same handle and it would not articulate the reload in one direction (but it would articulate in the other direction).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom (electrically erasable programmable read-only memory) was uploaded and indicated 11 autoclave cycles for the adapter. Functionally a pmv representative loading unit was successfully loaded into the adapter and fired on test media. A pmv representative sulu (single use loading unit) was inserted onto the adapter with a pmv handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.